Event description:
The distal tooth of a small qwik screw broke off during insertion into a patient. Product was removed and then revised.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.